Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was oversensing the respiratory rate trend (rrt) signal on the right atrial (ra) lead, which resulted in inappropriate atrial tachy response (atr) episodes. The patient's ra lead was a non-boston scientific product. In addition, the ra lead exhibited out of range (oor) impedance spikes. Isometrics were performed, and the health care professional (hcp) was unable to reproduce anything. Boston scientific technical services (ts) recommended programming off the rrt. This crt-d and ra lead remain in service. No adverse patient effects were reported.

Event description:
This supplemental report is being filed as the conclusion code was updated.